Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a tibial nail procedure, the nail was being inserted when the driving cap broke off inside the insertion handle. No fragments were generated. The procedure was successfully completed without surgical delay. Concomitant device reported: unknown nail (part# unknown; lot# unknown; quantity: 1). This report is for 1 driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary background: it was reported that on an unknown date, during an unknown procedure while the nail was being inserted using the insertion handle and driving cap the driving cap broke off at the threads that were inside the insertion handle. The procedure was successfully completed without surgical delay. There were no fragments generated. Concomitant device reported: unknown nail (part# unknown; lot# unknown; quantity: 1) this complaint involves two (2) devices. D4: updated UDI h3, h4, h6: device history lot device history lot part: 03.010.523 lot: 8718704 manufacturing site: bettlach release to warehouse date: 11. Feb. 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation flow: damage visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 8718704) was received at us cq. Visual inspection of the complaint device showed the tip had broken off and was still in returned mating device. The tip was not able to be removed from the mating device. Additionally scratches from regular field usage were observed on the device. Device failure/defect was identified complaint was confirmed investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.